Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced a fowler collapse. There was 1 event with patient involvement; no adverse consequences were reported.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced a fowler collapse. There was 1 event with patient involvement; no adverse consequences were reported.

Manufacturer narrative:
The device that was pending evaluation was not made available by the customer; the reported issue was not confirmed.